Event description:
It was reported, the lithotripsy did not have enough power to break the calculation. There were no reports of patient involvement.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It confirmed that the device was shipped in conformance with specifications. A definitive root cause could not be identified. Based on the results of the investigation, no nonconformances were found related to this complaint. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the lithotripsy did not have enough power to break the calculation. There were no reports of patient involvement.